Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.

Manufacturer narrative:
Upon further evaluation of 2 of the devices, it was determined that 1 was experiencing loss of electric function and gatch stuck, and 1 was experiencing no zoom power/drive function, neither of which are reportable issues. The count of events has been corrected to reflect this.

Event description:
This report summarizes 1 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.